Event description:
It was reported that there was a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call technical support if the issue happened again. No additional information regarding age, gender, or the need for a replacement was noted.